Event description:
Pt was revised to address poly wear resulting in osteolysis and metallosis.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 20 years ago. The product associated with the reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the product was implanted for twenty years prior to revision surgery. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.